Event description:
Device was implanted on 5/8/96. The left cylinder was revised on 5/22/96. The entire device was removed from the pt on 11/20/96 due to malpositioning of prosthesis. Add'l lot/ser no: 9957l 012.